Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a technical support specialist found that the cubie was not showing on the row and walked the customer through how to remove it. The cubie was removed, a new one was added, and it was tested. The specialist attached the knowledge article (bd pyxis¿ medstation¿ how to troubleshoot a drawer failure or a bd pyxis¿ cubie¿ pocket failure). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the aux drawer 1.1 cubie d3 jammed and the user broke the cubie map to remove the medications. They could not eject the old cubie because it was not being recognized. When they attempted to access the cubie, nothing was registered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.